Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. E1: telephone number : (B)(6). After internal imaging review, there appears to be complete detachment of the 2nd ace, with the implant ultimately resting immobile beneath the posterior mitral valve leaflet apparently entangled in the chordae tendinae. The root cause is indeterminable but possible contributing factors include: imaging issues (inaccurate view planes, no leaflet grasping clip record, poor image quality), resulting in procedural issues (mis-interpretation, inadequate leaflet grasping). The final residual mr remains qualitatively severe. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in a patient with functional mitral regurgitation. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both functional and degenerative mitral regurgitation in the region where the procedure was performed. Therefore, the implant will not be considered off-label in this case.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure performed in the mitral position. During the procedure, a single leaflet device attachment (slda) occurred then device dislodged into ventricle. The patient had functional mitral regurgitation (mr). During the index procedure, a first ace device was implanted and remained stable in position. A second ace device was implanted and suffered the slda. While attempting to stabilize the second device with the implantation of a third ace device, the second device embolized into the left ventricle (lv), migrating beneath the posterior mitral leaflet (pml). The third ace device was bailed out. Due to the device embolization, the patient was expected to undergo surgical intervention for device removal and mitral valve replacement with a bioprosthetic valve, however, the patient remains hospitalized under observation to determine whether surgery will be required.

Event description:
As per new information received, approximately two weeks later, device embolized and was found on the right femoral and was explanted.

Manufacturer narrative:
D6b. If explanted, give date:the explant date was only known as approximately two weeks after the index procedure. Thus, (B)(6) 2026 was used to calculate the minimum implant duration.information added/updated/corrected to section b4, b5, d6b, g3, g6, h2, and h6 (health effect - impact code).h11: additional manufacturer narrative:the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified.the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.